Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory and questioned by a doctor. The samples were repeated and the repeat values were deemed correct. The first sample initially resulted in a na value of 124 mmol/l, which repeated as 133 mmol/l. The second sample initially resulted in a na value of 119 mmol/l, which repeated as 126 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined there was an issue with the sample probe. The sample and ise probes were cleaned. The probe alignments, reagents, and electrode block were checked. Calibration and controls were within specifications. The investigation determined the service actions resolved the issue.